Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 08/16/2024.

Event description:
Patient initially reported right side "capsular contracture, baker grade IV." Patient later reported ¿discomfort¿, ¿stiffened shape of the breasts¿, ¿pain in the breast region and restriction of movements of the upper limbs clinical¿, and ¿signs of capsular contracture in both breasts, resulting in signs of capsular contracture in both¿, ¿resulting in different sizes and shapes and significant pain¿, and ¿stromal fibrosis¿, edema¿, and ¿reactional lymph node on both axillas¿ the device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 08/16/2024 & supplemental medwatch #2 should have been listed as 9/10/2024.

Event description:
Patient initially reported right side "capsular contracture, baker grade IV." Patient later reported ¿discomfort¿, ¿stiffened shape of the breasts¿, ¿pain in the breast region and restriction of movements of the upper limbs clinical¿, and ¿signs of capsular contracture in both breasts, resulting in signs of capsular contracture in both¿, ¿resulting in different sizes and shapes and significant pain¿, and ¿stromal fibrosis¿, edema¿, and ¿reactional lymph node on both axillas¿ the device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; reactional lymph node in axilla

Event description:
Patient initially reported "capsular contracture, baker grade IV." Patient later reported ¿discomfort¿, ¿stiffened shape of the breasts¿, ¿pain in the breast region and restriction of movements of the upper limbs clinical¿, and ¿signs of capsular contracture in both breasts, resulting in signs of capsular contracture in both¿, ¿resulting in different sizes and shapes and significant pain¿, and ¿stromal fibrosis¿, edema¿, and ¿reactional lymph node on both axillas¿ this is for the right side device. The device has been explanted.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted the events of capsular contracture, lymphadenopathy, and edema could not be observed as they are physiological complication.

Event description:
Patient initially reported right side "capsular contracture, baker grade IV." Patient later reported ¿discomfort¿, ¿stiffened shape of the breasts¿, ¿pain in the breast region and restriction of movements of the upper limbs clinical¿, and ¿signs of capsular contracture in both breasts, resulting in signs of capsular contracture in both¿, ¿resulting in different sizes and shapes and significant pain¿, and ¿stromal fibrosis¿, edema¿, and ¿reactional lymph node on both axillas¿ the device has been explanted.